Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: 2019-53821.

Event description:
A health professional reported that an intraocular lens (iol) implant was cracked at the haptic junction. The timing of the event is unknown. The lens was used as normal. The patient is not happy with the quality of the vision. Additional information has been requested.

Event description:
Additional information has been received stating the event occurred during surgery and was completed without delay.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).